Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.